Event description:
It was reported that the oversleeve portion could not connect with extension tubing firmly. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0107 showed one other similar product complaint(s) from this lot number.